Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01149 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a tension-free vaginal tape procedure on (B)(6) 2009. The procedure included a cystoscopy with right ureteral catheterization. Post-procedure, the patient immediately began experiencing pelvic and abdominal pain, as well as an inability to urinate while sitting on the toilet; she had to stand up over the toilet to finishing urinating. The patient also had the first of several recurring urinary tract infections diagnosed on (B)(6) 2009. During the year following this procedure, the patient continued to experience pain in her abdomen and pelvis. Reportedly, she also experienced pain and spotting during and after intercourse, as well as fecal incontinence upon awakening in the morning on several occasions. During the summer of 2010, the patient began experiencing extreme pressure in her vagina, and she reportedly discovered that she had a recurrence of bladder prolapse. The patient sought a second opinion from her primary care physician, who recommended she see another physician. On (B)(6) 2010, the patient consulted with this third physician and reported experiencing urinary incontinence, urinary urgency, urinary frequency, nocturia, incomplete emptying, recurrent urinary tract infection, fecal incontinence, dyspareunia and sexual dysfunction. The physician reported that she appeared to have a wadded mesh (type of mesh unknown). On (B)(6) 2010, the patient underwent a vaginal mesh removal, right vaginal/paravaginal defect repair and a cystoscopy at a different hospital with this third physician. During this procedure, it was discovered that the vaginal mesh was rolled up in the subtrigonal area and deviated to the right side. It was embedded within the detrusor muscle itself. The patient was released from the hospital the next day, but needed to be catheterized in order to urinate, and continued to self-catheterize from (B)(6) 2010 to (B)(6) 2011. During this time period, she reported that she was unable to void on her own except occasional "drops." On (B)(6) 2010, an exam revealed incomplete bladder emptying and a bulge that came to the patient's introitus without the vasalva maneuver when she was standing. Due to her recurrent prolapse, the patient was inserted with a pessary ring on (B)(6) 2010. The pessary ring was removed on (B)(6) 2010. On (B)(6) 2011, the patient presented to another hospital with complaints of urinary retention and recurrent prolapse. She was seen by another physician. The fourth physician noted that there was no palpable vaginal mesh but that there were suture granulomas at the lateral walls. In addition, he noted that there was recurrent anterior prolapse. The physician recommended that the patient first undergo sling revision and urethrolysis to try and reestablish normal voiding before considering having prolapse repair. On (B)(6) 2011, this fourth physician performed surgery for urethrolysis and sling excision, where he repaired the patient's urethra. According to the first physician, it is unknown if the patient's complications have been fully resolved. However, he reported that the patient was recently doing well. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that the device was an advantage fit transvaginal sling system.

Manufacturer narrative:
Upn was updated from "unk13 - advantage" to "m0068502111 - advantage fit - 5 pack." Lot number and expiration date were populated. Concomitant device was updated from "pinnacle pelvic floor repair kit" to "pinnacle anterior/apical pelvic floor repair kit."

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.